Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000281080 history record review was completed. There were two (02) ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to: 870244. The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 produced poor visibility. Adjustments made to insufflator with no change of visibility. Device was unable to use. Increased the length of time for that portion of the procedure. No patient harm reported.